Manufacturer narrative:
Concomitant medical products: syringe (vendor, size, lot unknown); clave needleless valve (model and lot unknown); therapy date (B)(6) 2015. The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported an IV tubing set leak during a 1ml/hr continuous lipid infusion. The leak occured at the connection between the distal end luer lock and a non-carefusion needleless valve. The IV tubing set and needleless valve were changed and the infusion was restarted. The customer reported no patient harm.

Manufacturer narrative:
The customer¿s report of a leak was confirmed. Visual inspection observed that the female luer was cracked. Further testing was performed by attempting to re-prime the set using a lab syringe filled with blue-dyed fluid. The syringe was attached to the non-bd valve and the fluid was attempted to be infused. It was immediately observed that the fluid leaked out from the observed crack. Further visual inspection of the female luer observed that the crack was along the length of the luer and opposite the luer gate. The root cause of the leak was due to a crack on the female luer.